Event description:
In (B) (6) 2008, the reporter (patient's wife) contacted lifescan (lfs) on behalf of the lay user/patient alleging that the one touch ultra link meter was reading inaccurately low compared to another device. The medical affairs specialist (mas) spoke with the reporter and with the patient in (B) (6) 2009 to obtain the following information: the inaccuracy low issue allegedly first occurred a "few months ago." An allegation of inaccurate low meter readings with the same meter was also documented in (B) (6) 2008. The patient indicated that he primarily uses another manufacturer's meter and would only use his onetouch ultralink when he is feeling "fine." The patient provided an example where he felt his meter was reading inaccurately low. On an unspecified date, the pt had frequent urination during the night. He tested on the other manufacturer's meter and got "250-300 mg/dl" whereas the reported meter read "113 md/dl." The test results were obtained with the same blood sample. He then took 15 units of humalog based on the other meter reading and was able to sleep through the rest of the night fine. He also provided another back-to-back comparison where he obtained "63 mg/dl" on the reported meter and "159 mg/dl" on the other manufacturer's meter when he was feeling "fine." It was noted by the cca that the patient went to the doctor's office in (B) (6) 2008. The patient informed the mas that the doctor's visit was a regular 3-month check-up. His blood glucose levels were "138 mg/dl" on the doctor's meter and he did not receive any diabetes related treatment. However, his doctor advised him to contact lfs since his onetouch ultralink meter readings did not match his 7.2% hba1c result. There is no indication that the lfs product caused or contributed to an adverse event because the patient administered treatment based on the "nova max" meter. In addition, the patient did not receive any treatment after being tested on the doctor's meter. However, this complaint is being reported because the difference between the reported meter results did not meet lifescan's criteria (B) (4). Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.